Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30233306m, and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure and suffered cardiac tamponade. During the ablation phase, a pericardial effusion and a drop in blood pressure of the patient was noticed. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 450cc of fluid was removed. The patient was reported in stable condition and fully recovered. There is no information about extended hospitalization. Physician's opinion is that this event was related to the procedure. Transseptal puncture was performed with the st. Jude medical brk 1 needle. No steam pop was reported. No error messages on the biosense webster, inc. Equipment were reported. The following force visualization features were used: graph, dashboard, vector, visitag. Visitag module was used with the following settings: respiratory gating, tag index as coloring option. The flow setting was set to 15 ml/min. No biosense webster, inc. Product deficiencies were reported. Whether a perforation had occurred, its exact timing and the location is unknown.